Manufacturer narrative:
The initial reporter was the technical manager. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - axcel. As it was stated, upon the device inspection, the technician noticed that 6 fixing screws holding the suspension, were completely loose. It was also stated that the paint was chipping on the entire lamp, including main tube, suspension arm, spring arm, fork, and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury, whereas any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d1 brand name deemed required. This is based on the internal evaluation. Previous d1 brand name: axel. Previous d1 brand name: axcel. Getinge became aware of an issue with one of surgical lights - axcel. As it was stated, upon the device inspection, the technician noticed that 6 fixing screws holding the suspension, were completely loose. It was also stated that the paint was chipping on the entire lamp, including main tube, suspension arm, spring arm, fork, and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury, whereas any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. Regarding loose fixing screws, the probable cause of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. The yearly preventive maintenance program mentions to check the suspension fixing screws (it is also indicated to not retighten the screws during maintenance, if screws appear loosened, they should be replaced) and to replace the 6 fixing screws every 6 years. In april 2019, getinge transmitted the service bulletin 98 on getinge online, reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially on periodic replacement of the suspension fixing screws. Regarding paint chipping on the device, based on a root cause analysis performed by subject matter experts, it can be concluded that all maquet sas products comply with: current version of iec 60601-1 general requirements for basic safety and essential performance. Current version of iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, the manufacturer recommends performing corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.